Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non-sustained (ns) episodes less than 220 milliseconds on (B)(6) 2015. Rv pace lead impedance was 3458 ohms on (B)(6) 2015. Sensing integrity counts went up to 11 (within 11 days) along with vt-ns high rate-ns episodes and evidence of oversensing on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing with high sensing integrity counter (sic) and non-sustains ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.